Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleges pump was under delivering. The customer blood glucose level was 300 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer state that the reservoir was able to lock in place when inserted into insulin pump. The customer state that they performed displacement test and able to passed the test. The insulin pump will be returned for analysis.